Event description:
It was reported that the sutures of two proglide devices were successfully placed in a narrow (4cm) and calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The sheath was upsized to a sheath greater than 8.5f and the evar procedure was completed. Reportedly post procedure, bleeding continued after knot advancement of both sutures. A non-abbott closure device was added to achieve hemostasis. Thirty minutes after closure, there was no pulse in the right groin. Open surgery was performed. It was noted that all three devices had twisted the vessel. The vessel was removed and replaced with a graft. Per the physician, the suture caught plaque in the back wall of the vessel and when they pulled the suture, they got a total occlusion of the vessel. Additionally, the non-abbott device destroyed the vessel completely. A clinically significant delay in the procedure was reported and hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It should be noted that the proglide instructions for use (IFU) states: the perclose proglide suture mediated closure (smc) system is indicated for the percutaneous delivery of the suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures. For access sites in the common femoral artery using 5f to 21f sheaths. Additionally, the IFU states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with small femoral arteries or veins (<5f in diameter) and patients with femoral artery calcium which is fluoroscopically visible at access site. Although it is possible that the size of the vessel contributed to the reported back wall stitch, it is ultimately unknown. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. The reported patient effects of occlusion and tissue injury are listed in the IFU as potential adverse events associated with use of the suture mediated closure devices. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.